Event description:
It was reported by service report that the arm release linkage pin is missing preventing the trolley from loading into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.